Manufacturer narrative:
Patient went in for her second treatment for actinic keratosis. Patient stated that the product was left on her face for 2 hours and then she went back to receive the blu-u treatment. When she went back for the light treatment, the medical staff was unable to get the light to turn on. They incubated her for an additional 30 minutes while they attempted to get the machine to function properly, however it never turned on so she was unable to receive the blu-u treatment. The patient is experiencing face is beet red and burning similar to a sunburn. Follow-up ((B)(4); 27-feb-18): no significant information was received.

Event description:
Wrong technique in drug usage process, device failure, reaction nonspecific, red face, burning sensation.